Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report multiple issues with the onetouch verio iq meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014, at 8:30 am, the patient noted the reported meter would not power on, was then giving the battery indicator symbol and she also obtained an error 4 error message. The patient noted this was a new, out-of-the-box, meter and the first time she had used it. The patient took the action of skipping her usual dose of 50.0 units lantus insulin and 7.0 units regular insulin. Afterwards, the patient experienced the symptoms of anxiety and shaking. She did not administer any self-treatment and did seek any medical attention. During the troubleshooting telephone call, the meter powered on successfully upon test strip insertion and with pressing the power button ¿ the power issue was resolved. It was determined the battery did not need to be recharged, and the battery indicator issue was not resolved. Troubleshooting revealed the test strips correctly drew in the blood sample and the patient¿s testing technique was correct ¿ the error 4 error message issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issues. Therefore, this complaint is being reported.